Manufacturer narrative:
It was reported that a patient underwent afib - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during a paroxysmal afib case a pericardial effusion was noticed while looking at the ultrasound intracardiac echocardiography (ice) catheter. The caller reported that the medical intervention provided was a pericardiocentesis but does not remember how much fluid was removed. On 7/13/220, biosense webster inc. Received additional information about the patient and the event. It was reported the patient was male. The adverse event occurred during use of biosense webster product and after ablation was performed. The physician¿s causality opinion is not clear but the caller commented that the cause could be patient condition or procedure itself. The outcome of the patient is fully recovered. The patient¿s condition did not require extended hospitalization. Transseptal was performed with brk needle (abbott). There was no evidence of steam pop. The irrigation setting was on low flow 2ml/min. There were no error messages displayed on biosense webster equipment. The visitag module was used with the following parameters range: 3mm for time: 3 sec, force over time (fot) 25% for 3 sec and tag size 3mm. No additional filters were used with the visitag module. Tag index was used for color option. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30335328m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent afib - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during a paroxysmal afib case a pericardial effusion was noticed while looking at the ultrasound intracardiac echocardiography (ice) catheter. The caller reported that the medical intervention provided was a pericardiocentesis but does not remember how much fluid was removed. The patient was reported to be in stable condition. No other information is available.